Event description:
Reporting status: death. Reporting rationale: thrombosis/ischemia requiring medical intervention; subsequent death. Device issue: no device malfunction has been reported. It was reported that a 2.5x28 mm mini vision stent was used in the distal left anterior descending (lad). Just after deployment, there was slow flow due to thrombus, so the physician post dilated the stent with another company's balloon after which there was some flow through the stent. But the physician decided to put a second stent (2.5x33 mm) from another company, so that the flow could further improve. But after the deployment of the stent, there was no flow and the patient died on the table. The patient did no present with thrombus nor did he have an ami. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: the patient effects of ischemia, thrombosis and death are listed in the product's instructions for use as known potential adverse events associated with the coronary stenting procedures. Additionally, these patient effects are addressed in the risk assessment, as no-fault, post-procedure complications and not necessarily an indication of a product quality deficiency. Additionally, there was no report of any product malfunction identified during the procedure that could have contributed to the reported patient effects. In this case, it is likely that the ischemia was a secondary effect of the thrombosis, which resulted in the patient's death.